Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, power could not be delivered when the generator was on pulsed setting. Troubleshooting was unable to resolve the issue so the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for evaluation. Ac power was applied to the rf generator and the system was powered on successfully. The generator didn¿t detect any equipment connected to port 1. The connector of port one found to be damaged and replacing the port one connector resolved the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due damage to the connector of port one.